Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2017. It was reported that the rep met with the patient on (B)(6) 2017, the patient successfully recharged her implantable neurostimulator (ins) and the battery was holding charge. In regards to reprogramming, the rep was not able to reprogram the device so the patient would receive the stimulation in their lower right leg which was her most painful area. On the other hand, all electrode combinations tried gave the patient stimulation on either side and both sides of her stomach. This was noted to be the cause of the patient never getting much pain relief from the ins. Lastly, the patient needed an MRI due to multiple sclerosis (ms) diagnosis and the patient will likely have the ins explanted since it was not helping her symptoms and she had trouble remembering to charge.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via the manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had not used or charged their implantable neurostimulator (ins) in over a year and it was overdischarged. Patient factors that may have led to issue was their short term memory loss and that they forgot how to charge. The representative was unable to communicate with the ins with the clinician programmer or the patient programmer. A power-on-reset (por) device reset was performed on (B)(6) 2017 in the doctor¿s office and the patient was able to charge after the 60 minute clock was finished. It was reviewed with the patient how to charge the ins and had the patient demonstrate same. The patient was instructed to go home and charge daily until the ins battery was full. The patient then returned to the doctor¿s office in (B)(6) 2017 with plans for ins reprogramming. However, the patient had again forgotten how to charge and the battery was discharged. The device was able to begin charging but another por code was seen. The patient was directed to charge again until the ins battery reached 50%. At this time the representative tried to reprogram the device but it did not hold a charge and the clinician programmer lost telemetry after 2-3 minutes. The representative wrote out instructions and taped them to their recharger unit and the patient was directed to charge again daily for 7 days to see if the battery would rebuild. It was also reported that the patient did not think the ins really helped their pain in the right leg that much when it was working but it was noted they never had the device reprogrammed. The patient was debating whether or not to have the ins explanted or replaced with a non-rechargeable model. They were hoping to get the ins charged and reprogrammed to see if it helped with their pain. It was noted that the physician also wanted to make sure the ins was working before replacing it. The patient was to be seen on (B)(6) 2017. No surgical interventions occurred and it was unknown if any were planned. The issue was reported as not resolved at the time of report and the patient status was noted as ¿alive ¿ no injury¿. Relevant medical history included failed back syndrome, multiple sclerosis, and short term memory loss.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.